Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer called stating the bristles were coming up when brushing. The brush head came off of the handle every time the brush was used. No injury was reported.